Event description:
EKG alarms were not alarming at the central nurses station. There was no indication that patient was having arrhythmias. Telemetry red-critical alarms were delayed by up to 8 min from time of event to when received at the central monitoring hub.